Manufacturer narrative:
Lead was disposed by medical center. At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged overnight after implant. A revision procedure was performed wherein the physician attempted to reposition this lead however the helix was unable to be re-extended. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.